Event description:
It was reported that a patient underwent a total knee arthroplasty procedure and topical skin adhesive was used. The patient experienced an infection on an unknown date. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Corrected narrative: the patient underwent a left total knee arthroplasty procedure on (B)(4) 2010 and topical skin adhesive was used. On (B)(4) 2010, the patient developed a surgical wound infection and a culture was done which identified (B)(4). The patient was prescribed six weeks of intravenous vancomycin on (B)(4) 2010. The patient is currently infection free and doing well.

Manufacturer narrative:
(B)(4): the patient underwent a left total knee arthroplasty procedure on (B)(6) 2010 and topical skin adhesive was used. A culture was done on (B)(6) 2010 and identified (B)(6). The patient went on six weeks of intravenous antibiotics and is currently infection free and doing well.